Manufacturer narrative:
Additional information: b5. Corrected information: b7, d1, d2, d4 (model #, catalog #, serial #). Manufacturer reference: (B)(4).

Event description:
Additional information received stated that the patient did not report having any pre-existing condition.

Manufacturer narrative:
Corrected information: g2. The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results: there were no issues during the manufacturing process. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: the root cause could not be determined. A potential root cause for the tray fracturing could be due to the fracture not being noticed prior to the device being used and this could have made the fracture more apparent once the device was in use. The manufacturer's reference #: (B)(4).

Event description:
It was reported that the silent nite sl sleep device cracked. The top tray was reported cracked near the back molars. It was further reported that both sides of the bottom device are cracked and chipped. The patient stopped using the device on (B)(6) 2025. The patient did not suffer any harm, injury, or adverse event and no medical intervention was required.

Manufacturer narrative:
The complaint device has not yet been received. An investigation will be performed and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).